Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 23-year-old patient with a valve model 3300tfx23mm implanted in the pulmonary position underwent re-intervention for a valve-in-valve procedure after an implant duration of seven (7) years and ten (10) months due to mild stenosis and grade iii regurgitation. No valve calcification or pannus was observed. As reported, the valve started to be dysfunctional by (B)(6) 2022. However, the patient was not experiencing any symptoms. A transcatheter valve was implanted in replacement within the edwards surgical valve. The patient was noted as to be in good condition after the procedure.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. In this case, a definitive root cause cannot be conclusively determined; however, progression of patient valvular disease combined with other patient factors, including implant position and patient age at the time of implant likely caused or contributed.